Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that problem could not be duplicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the image acquisition system (ias) was getting stuck on the "system booting, please wait" screen on the pendant. The site checked the battery charge level, and both the x-ray and motion batteries were fully charged. No patient was present.